Manufacturer narrative:
The investigation was unable to determine reagent or analyzer performance as the customer declined to provide data for the investigation. The root cause for the false negative vitros anti-hbc results could not be determined, however, the possibility of an unk sample interferent could not be ruled out, as a competitive system produced a borderline reactive anti-hbc result for the sample. The root cause is unk.

Event description:
A customer observed repeatable, negative vitros anti-hbc results from a single pt tested on a vitros eciq analyzer. The same pt sample produced borderline positive results on a competitive system. False negative results may lead to inappropriate physician action. The negative result was reported, however, there was no report of pt harm as a result of this event. (B) (4).